Event description:
A customer reported that the low glucose alarm did not sound from the adc device. The customer experienced blurred vision and loss of consciousness and an ambulance was called. The customer was treated with two glucose tablets and IV glucose and was transferred to the hospital where they had an MRI and routine blood work done. The customer was kept for observation in the hospital for two days. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.